Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the pressure transducer malfunctioned which caused the pressure sensor calibration to fail. The user also reported that one of the pressure sensors was removed, leaving 2 other pressure sensors. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.